Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple inaccurate insulin gauge readings. Reportedly, the customer loaded the cartridge with 450 units and initially received a fill estimate of over 300 units. Customer delivered a bolus of 17.05 and the insulin gauge read 365 mg/dl. In addition, the customer requested assistance turning their carbohydrate feature on. Customer had elevated blood glucose levels (300 mg/dl). Tandem technical support guided the customer through adjusting their pump settings. Customer delivered a bolus to stabilize blood glucose levels.